Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant and full lower prosthesis were placed in ada site 28, a failure occurred upon insertion. A bone graft was not performed. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant and full lower prosthesis were placed in ada site 28, a failure occurred upon insertion. A bone graft was not performed. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).